Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000173717. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein on of the patient's leads was unplugged and a new lead was implanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.